Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had migrated to patients arm and caused pain. A pocket revision was performed. Fourteen days after the pocket revision, a boston scientific field representative contacted boston scientific technical services (ts) indicating they were having difficulty interrogating the device. Ts provided troubleshooting guidance to place a magnet over the device. No device tones were heard even with a stethoscope. The representative indicated they used multiple programmers, alternating telemetry distance and bypassing the quick start function. Ts suggested trying different outlets with the programmer, a different room or trying a different model programmer. Ts stated that if they are unable to communicate with the device and no device tones are heard when using a magnet, they are concerned the device is not functional. Subsequent information from the representative indicated they located the device using a different model programmer. The device was located in the patients abdomen and was believed to have migrated after the pocket revision. The device was noted to be working appropriately. The device remains in-service. No additional adverse patient effects reported.